Event description:
The device was returned to the service center with a report from the customer contact of a broken display and indicated the device "fell on floor." No additional information was provided. This is not a reportable malfunction. However, during verification testing at the service center the device alarmed with an s321 (motor error-pmc, left) malfunction alarm code.

Manufacturer narrative:
During testing at power up the device alarmed for s321 (motor error-pmc, left) malfunction alarm code. This was due to a loose motor on channel a of the device. The customer reported broken display was not duplicated during testing. This report represents all the information known by the reporter upon query by hospira personnel.